Event description:
Shaft of toothbrush broke off and came off with the head in mouth/neck of the toothbrush cracked while I was using it (device breakage) no adverse event. Case description: a female consumer reported that while using oral-b rechargeable toothbrush, version unknown, the shaft of the push broke off with the oral-b brushhead in her mouth. The product is 4 to 5 years old, and has never been dropped. The consumer also uses crest toothpaste. No symptoms developed. On (B)(6) 2015 received consumer's follow-up phone call to consumer relations: the consumer reported she has a type 3733 oral-b crossaction power series toothbrush and that the neck of the toothbrush cracked while she was using it; the crack coincides with the bottom oval hole on the back of the handle. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.